Event description:
Acoustic stud broke off of the handpiece as the instrument was being attached prior to a lap colon case. The handpiece was swaped with another handpeice and the case was completed with no patient consequence.